Event description:
Customer reported the system is displaying anode heating errors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software. System operates as intended. This MDR is related to ge healthcare.